Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: posterior lumbar interbody fusion levels: l4-5, l5-s1 it was reported via a medwatch form that the patient underwent a posterior lumbar interbody fusion with a wide decompression and pos terior instrumentation with pedicle screw and rod systems. Post-op, the patient complained of continuous pain and tenderness of lumbar spine. The patient underwent CT which showed that the back had not fused after the surgery and he had two broken pedicle screws at s1. The patient underwent removal of hardware.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.